Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection at the implant pocket of the implantable cardioverter defibrillator. The implantable cardioverter defibrillator system was successfully removed on (B)(6) 2020. The patient's condition was stable before, during, and after the procedure. Related manufacturer reference number: 2017865-2020-02759, 2017865-2020-02760, 2017865-2020-02761.